Manufacturer narrative:
Product was not available for investigation. Further information provided by the customer indicates that the leakage occurred from the female luer anti-syphon valve component of the 30852 product. The root cause of the customer¿s report could not be determined.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.